Manufacturer narrative:
H.6. Investigation summary: "bd received 92 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for underfill and poor barrier separation was observed. Additionally, 20 returned samples were draw-tested and all results were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill and poor barrier separation based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Complaints received for this device and reported condition will continue to be tracked and trended. " the following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-05-10.

Event description:
It was reported that during use with 80 bd vacutainer® lh pst¿ ii plus blood collection tubes the tubes underfilled and there was poor barrier separation. There was no patient impact. The following information was provided by the initial reporter: under filled tubes, gel does't move during use.

Event description:
It was reported that during use with 80 bd vacutainer® lh pst¿ ii plus blood collection tubes the tubes underfilled and there was poor barrier separation. There was no patient impact. The following information was provided by the initial reporter: under filled tubes, gel doesn't move during use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.